Event description:
It was reported that after a surgical procedure related to another lead the day before, this right ventricular (rv) lead showed a drop in r wave amplitude and a drop in impedances to low, within range values. The threshold values were stable. A defibrillation threshold (dft) was attempted but they were unable to induce with shock. The next day the patient was checked and still the amplitude was low. Also, shock lead impedance was low, within range. The rv lead did not appear to have moved in fluoroscopy according to the field representative. As the dft was not completed, different options were discussed arround possible alternate methods to complete the dft. A couple of days later dft was attempted another time without success to induce the patient. Finally, they decided to change the rv lead. During the extraction, the lead fractured just above distal coil and was left in the rv. The extracted portion will not be returned according to the field representative. A new rv lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after a surgical procedure related to another lead the day before, this right ventricular (rv) lead showed a drop in r wave amplitude and a drop in impedances to low, within range values. The threshold values were stable. A defibrillation threshold (dft) was attempted but they were unable to induce with shock. The next day the patient was checked and still the amplitude was low. Also, shock lead impedance was low, within range. The rv lead did not appear to have moved in fluoroscopy according to the field representative. As the dft was not completed, different options were discussed arround possible alternate methods to complete the dft. A couple of days later dft was attempted another time without success to induce the patient. Finally, they decided to change the rv lead. During the extraction, the lead fractured just above distal coil and was left in the rv. The extracted portion will not be returned according to the field representative. A new rv lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.